Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they received an urgent medical device correction notification with the adc device. There was no alleged adc device issue related to the adc device. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted.